Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the lv1/distal conductor was extrinsically distorted from over-rotation at implant/explant. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant they needed to reposition the lead. When the physician attempted to advanced stylet, he said it felt "crunchy" and there was a lot of resistance. It is also reported there was resistance/tightness when extending helix with fixation tool. Another lead was used same size. On removal of the lead it was noticed that the lead is bent where the insulation and cables meet the pin. No patient complications have been reported as a result of this event.